Manufacturer narrative:
H6: code c19 - a review of the manufacturing records indicated the lot met all pre-release specifications. According to the gore® excluder® iliac branch endoprosthesis instructions for use (IFU), potential adverse events that may occur and/or require intervention include, but are not limited to aneurysm enlargement, endoleak, and reoperation.

Event description:
The following was reported to gore: on (B)(6), 2019, the patient underwent an endovascular procedure to treat a common iliac aneurysm utilizing a gore® excluder® iliac branch endoprosthesis (hgb161007a & ceb231010a), gore® excluder® aaa endoprosthesis (rlt261218 & plc271000). Sometime during a follow up in (B)(6) 2023 (date unknown), cta scans showed the separation of the contralateral limb and the ibe device and there is a large common iliac aneurysm (size unknown). It is a type 3 endoleak (component disconnection) on (B)(6), 2023, the patient was scheduled to undergo a reintervention on a separation between the ibe device and the 27mm bridge piece (contralateral) into the common iliac aneurysm from the initial implant. However, on the day of the procedure, the patient had covid due to which the physician delayed the reintervention by 2-weeks and if patient condition was better then they will intervene. On (B)(6), 2023, the patient underwent an endovascular reintervention procedure to treat a zone 10- common iliac aneurysm utilizing a gore® excluder® aaa endoprosthesis (contralateral leg) and doing a revision to the prior evar. Reportedly, the contralateral device (sn#(B)(6)) was too long when physician put it inside the patient but did not deploy. Device was removed and a shorter device (contralateral leg) was used to complete the procedure and it was used to bridge the two components (ceb231010a & plc271000). Patient tolerated the procedure. Endoleak was resolved after procedure. Physician believes that the separation of the two devices was caused due to tortuosity in the patient anatomy and no migration occurred.

Manufacturer narrative:
H6: code b20 -the device remains implanted and was therefore not available for engineering evaluation by gore. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.